Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 04/12/2024. On the same day, it was reported that the patient was not feeling well, he had a diarrhea, experienced nausea and vomiting and was anxious, unable to control his temper, being mean. The patient went to the hospital with his caregiver and there they took the measurements, the cgm reading was 69 mg/dl and the bg reading was 300 mg/dl. The doctor advised him to remove his pump and treated him with 5 units of insulin shot and a medication for nausea. The patient was discharged after a few hours since his condition was stable. There were additional values reported: the cgm reading was 190 mg/dl and the bg reading was 280 mg/dl; the cgm reading was 304 mg/dl and the bg reading was 279 mg/dl. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.